Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter china received a report that one (1)ce infusor, lv 5 ml/h device reportedly underinfused during patient use. The expected total infusion time was 48 hours, and the device reportedly completed infusion after 83 hours of use. The device was filled with 240ml of unknown solution. The flow restrictor was taped to the patient's skin. Position of restrictor and bladder were at a same level. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one device for evaluation. Underinfusion condition not confirmed. A calculated flow test (43.5hrs) of 4.70ml/hrs found to be within specification range (4.50-5.5ml/hrs). The device performed as expected. Batch review has been conducted which revealed product met all acceptance criteria for release.